Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, adhesive on bending section cover detached, connecting tube scratch and wrinkle, image guide protector cut, grip dirty and scratched, scope connector cover dent, suction cylinder shaved, light/right angulation control knob and upward/downward angulation control knob dirty, control unit discoloration, switch1 and 2 scratched, universal cord scratched and discolored, scope connector cover dented, light guide glass dented, plastic distal end cover dented, due to wear of angle wire, bending angle in up/down/right direction does not meet the standard value, and foreign material was found in scope forceps elevator. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera ii duodenovideoscope had angulation play in both the knobs and wrinkles on the connecting tube. Upon inspection and testing of the customer returned device, foreign material was found in the scope forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided they use mitra endo washer for cds and not oer-aw, for brushing the use the maj-1888 with 2 percent (2%) cidex glutaraldehyde (ga) with no further information provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.